Event description:
It was reported that the video system center exhibited stripes on the monitor and had no image. The issue was found during installation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of no image was confirmed. Based on the results of the investigation, the cause of the no image was likely due to the faulty printed circuit board, and the cause of the stripes that were displayed on the screen could not be specified as they were not reproduced. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.